Manufacturer narrative:
The investigation found that the vitals/lab data entry window will be presented if there is missing information when entering a drug order or checking the drug order status. The window will always default to us standard units the first time the window is opened for each user. Height will have units of inches (in) and weight will have units of pounds (lbs). In order to switch the units to metric, the user must click on the metric units radio button. Once this is selected, the height units will change to centimeters (cm) and weight units will change to kilograms (kg). Customers who use metric units in all other parts of the software might not notice the default radio button setting and the units displayed on the vitals/lab data entry window. Metric values are being entered for height and weight when us standard values are expected. An important field safety notice (371-01-msq-016) will be sent to all affected customers from 26-sep-19. Sites affected will be those customers running mosaiq version 2.0 and higher. For all affected users running mosaiq 2.50 through 2.81, scripts will be created and made available to set all user preferences to match the department default standard for all existing users. The scripts will also force newly created users to match the department default.

Event description:
The customer reported an incorrect auc (area under the curve) and bsa (body surface area) calculation.